Manufacturer narrative:
(B)(4). The device referenced in this report is not available for eval; no revision surgery has been performed. No root cause has been identified. Should the device be returned, eval will resume and if add'l info becomes available, a subsequent report will be filed.

Event description:
Approx one month following an xlif procedure with implantation of a coroent xl-f interbody implant, one of the screws was reported to have backed out approx 1 cm. There has been no pt injury and the pt is reportedly asymptomatic at this time. The surgeon indicated he had difficulty determining the screws were fully locked in place during implantation. No revision surgery has occurred to date. The reported event has not been confirmed as no radiographs have been provided to date. No info regarding compliance with post-operative care instructions has been provided.